Event description:
It was reported that the patient was scheduled for a replacement. It was later reported that the patient was scheduled to have a lead revision in order to capture better stimulation coverage on the day following this report. The reporter stated that the placement of the paddle lead that the patient currently had was not good as it was just covering one side. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3998, lot# v322602, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).